Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to protruded/loose drive support disk. No compromised force sensor system alarm noted. The pump was received with minor scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot cracked reservoir tube lip, reservoir tube cracked and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 326 mg/dl. The customer stated that when she pressed act to rewind, the pump alarmed compromised force sensor system. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.